Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that she received a button error alarm on her insulin pump. Customer stated she did not recall any events leading to the alarm. Blood glucose reading 81 mg/dl. Insulin pump will not be replaced as the customer is using a loaner insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.